Manufacturer narrative:
The subject device has not returned to omsc but was returned to olympus (B)(4) for evaluation. Olympus (B)(4) checked the subject device and duplicated the reported phenomenon. It was confirmed that the work of the control panel buttons was very slow and other functions operated even if the switch was pressed for the operation. It was found the failure of the switch board built into the front panel. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report of olympus (B)(4), omsc determined there was the possibility this phenomenon was attributed to the deterioration of the board on the front panel of the subject device due to the long-term use since the subject device has been installed. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the reaction and work of the control panel buttons were very slow at the preparation for use. The occurrence date of the event is unknown. There was no patient injury associated with this report.